Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed proximal left anterior descending artery. The patient presented with angina. A 2.5 x 33 mm xience prime was deployed; however, a cine revealed a proximal edge dissection. The dissection was treated by implanting a 2.75 x 15 mm xience v. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect, dissection of the coronary artery, is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.